Manufacturer narrative:
Compromised force sensor alarmed during the basic occlusion test due to loose/protruded drive support disk. Pump received with minor scratched display window.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states drive support cap was sticking out. Customer's blood glucose was 300 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.